Event description:
It was reported that the customer received an 'altitude' alarm while sleeping. The alarm temporarily could not be cleared; however, insulin delivery was ultimately resumed. Customer's blood glucose level was 352 mg/dl but improved to 145 mg/dl one hour later.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.